Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the device guide broke, and the sheath separated. In this case, the misfire could be a failure to cycle (suture retrieval issue) as the trajectory between the needles and the foot would not be aligned. Factors for sheath or guide breaks are related to the angle of insertion in relation to the vessel geometry or anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure of an unknown vessel using a proglide device related to an interventional procedure. Reportedly, the device misfired and upon device removal it was noted that the black tip of the device broke inside of the patient. The piece was removed and an unknown method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.